Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that unit had no audio. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/16/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that when the unit was switched on, it powered up with no audio and suddenly after turning on system error 33 was displayed.